Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Accuracy testing was completed using the likely cause lot number 71277ui00. The testing met acceptance criteria and therefore the lot performs as expected. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that architect tsh values were low for two patient samples compared to testing performed using the roche vidas method. No adverse impact to patient management was reported. Patient #1: (B)(6), architect values were 0.3448 and 0.3467 uiu/ml (below normal range) and vidas was 0.50 uiu/ml (normal). Patient #2: (B)(6), architect value was 0.3293 uiu/ml (below normal range) and vidas was 0.49 uiu/ml (normal).